Event description:
During laparoscopic surgery, the laparoscopic grasper broke. The grasper has two jaws that open and close. One jaw broke off while the graspers were insider the pt's abdomen. The surgeon was able to retrieve broken piece without any harm to the pt.